Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not seal. It is unknown if regrasp alarms or end tones were heard. It is also unknown if there were signs of energy delivery. The site notes that blood loss in the procedure was not due to the device. Another device was used to complete the procedure and there was no patient injury.